Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported the patient had a gradual onset of increased spasticity and pain since (B)(6) 2014. Despite dosing increases the symptoms progressed. There had been no volume discrepancies at refills. The pump was checked and there were no alarms active or in the past. The catheter was checked for patency and was aspirated with success. A single bolus of baclofen was going to be done after a priming bolus to evaluate the patient results. The system was being used to deliver gablofen. Additional information received reported the patient was having increased spasms. It was noted troubleshooting and interventions included dose adjustments, side port aspiration, and surgery. There was a pump replacement and catheter revision. Further information was not provided and the cause of the event was not specified. The patient recovered without permanent impairment. If additional in formation is received, a follow-up report will be sent.